Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the pre-cut hole of the natura wafer was noted to be off-center prior to use; however she used the wafer anyway. The end user further reported that when removing the wafer after three days of wear, she noted a cut to her stoma. The cut was described as a white line measuring approximately 8 mm at 700-800 on her stoma. The end user indicated that scant bleeding was noted, which resolved almost immediately with pressure to the area. No other interventions were needed. No further information or photographs were provided.

Manufacturer narrative:
Device 2 of 10. Based on the corrected information, this event is deemed to be a reportable malfunction. Corrected: report type . Corrected: outcomes attributed to adverse event - this event did not involve any outcomes attributed to an adverse event. Corrected: the complaint description initially reported the end user experienced a cut. This information was submitted in error. The stoma cut was previously reported under manufacturing report number MDR 9618003-2018-01212 on (B)(6) 2018. Corrected: patient codes 1946 and 2104 were removed as they are not applicable to this event. Updated patient code to 2199 - no consequence or impact to patient. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the pre-cut hole of the natura wafer was off-center prior to use; however, she used the wafer anyway. No further information or photographs were provided.